Event description:
It was reported by the patient, it felt like the pacemaker stopped working while close to casino slot machines and once moved away from the machines the pacemaker would continue to work. The patient has not been seen by a healthcare professional and no changes have been made to the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 pacing lead (B)(6) 2010. (B)(4). The device has not been returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.